Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated to a co consultant during office visit that they had a handheld computer with 7.1 programming soft that was "freezing on the interrogate patient screen". The event did not resolve with a soft reset or a hard reset of the handheld computer. The 7.1 programming software is at co pending analysis.